Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During technical site visit, fse (field service engineer) concluded device met specifications. Logfile review for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient´s right eye was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings the thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause could be determined for the reported event. With current information a device malfunction can be excluded. Possible contributing factors for incomplete flap could be movement of the patient, improper docking, too much fluid on the eye, inappropriate setting of spot separation or pulse frequency of the laser and others. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with incomplete flap and problems in procedure to raise flap during unknown timing. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is:(B)(4).